Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller states the patient tested hi (greater than 600 mg/dl) on the inform ii system while a comparison lab returned as 173 mg/dl within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.